Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was separated and leaked. The following information was provided by the initial reporter: material no: 2426-0500 batch no: unknown. It was reported tubing broke during infusion where it enters the IV pump channel. While speaking with customer regarding pr (B)(4), she stated that she had another product failure. She provided item 2426-0500 but cannot be sure if it is actually item 2426-0007 as the packaging was discarded. Tubing found broken during infusion where it enters the IV pump channel. Fluid was dripping down.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing separated and leaked could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was separated and leaked. The following information was provided by the initial reporter: material no: 2426-0500, batch no: unknown. It was reported tubing broke during infusion where it enters the IV pump channel. While speaking with customer regarding (B)(4), she stated that she had another product failure. She provided item 2426-0500 but cannot be sure if it is actually item 2426-0007 as the packaging was discarded. Tubing found broken during infusion where it enters the IV pump channel. Fluid was dripping down.